Manufacturer narrative:
Expiration date, complete catalog# and unique identifier (UDI#): unknown, because the serial number was not provided to date the lens remains implanted and therefore not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040 device manufacture date(s): unknown, because the serial number was not provided device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer''s reported complaint could not be verified. A photo of the implanted lens was provided, but it was not possible to determine if there were scratches on the lens. Manufacturing records review: the serial number is unknown; therefore the manufacturing records for the intraocular lens could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor observed some scratch marks on an intraocular lens (iol), just after the implantation into the patient''s eye. No patient injury was reported. Reportedly, the lens remains implanted. No further information was provided.